Manufacturer narrative:
Updated: h4, h6, h10 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel and air/water cylinder could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and an no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing due to repetitive use wear observed at the distal end. The issue may be detected/prevented by following the instructions for use sections below: gif-1100 operation manual chapter 3 preparation and inspection. Gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the air water tube had foreign objects, the suction cylinder had no color; the plug unit had corrosion due to water leakage; the circuit board unit in the suction connector had corrosion due to water leakage, the scope cover unit had corrosion due to water leakage, the outside shield unit had corrosion due to water leakage, the scope connector case unit had corrosion due to water leakage, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, the plastic distal end cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the gastrointestinal videoscope image was unrestorable. The device was returned for evaluation. Foreign material was found in the air/water tube during the device evaluation. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.